Event description:
Related manufacturer reference number: 2017865-2022-00724. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead and right atrial lead exhibited loss of capture and low pacing impedance. Programming changes were made. The patient was stable.